Event description:
On (B)(6) 2012, the patient contacted animas alleging that he awoke that morning to find that the pump was 15 minutes behind. The patient noted that when he attempted to correct the time, the keypad buttons were sticking, and then the time corrected on its own. The patient denied any prior time and date issues. There was no reported patient impact associated with this complaint. This complaint is being reported because it is unknown at this time how the pump's time came to be 15 minutes slow, and an unexplained time loss or gain could result in delivery of incorrect basal rates.

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2012-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the black box indicated the time and date reverted to default settings after a reboot on (B)(4) 2012 at 6:44am, and the time and date were manually set to (B)(4) 2012 at 12:33am. A timekeeping accuracy test was performed. Evaluation revealed the internal clock battery on the pcb board had failed. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.